Event description:
It was reported that the insulin pump has an unresponsive keypad. It was reported that customer went into threshold suspend and could not do anything about it. Customer's blood glucose reading was 105 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit communicate properly with glucose sensor simulator and mini link transmitter and low suspend feature was set and work properly during our testing. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. (B)(4).